Event description:
It was reported that at the patient's last device check, there was a message of low battery voltage and high battery impedance. The device was at vvi 65 and there was an electrical reset. The device has reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58 implantable pacing lead, implanted: (B)(6) 1991. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.